Event description:
A zoll distributor returned a monitor and electrode belt indicating that the monitor would not power on and the electrode belt was unable to communicate. Add'l info also indicates that the last pt to use the equipment alleged that a treatment was delivered. There is no data currently available to confirm the treatment. Investigation is ongoing.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer for eval. Upon receipt, the monitor would not power on. No device data could be retrieved from the device's memory. Significant electrical overstress damage is noted on the printed circuit assemblies within the monitor and electrode belt. The cause for the damage was isolated to the monitor defibrillator pca. Insulated-gate bipolar transistors (kgbts) q12 and q16 and +10.8v power supply were shorted on the defibrillator pca. The root cause for the shorted igbts is unk. An internal corrective action has been initiated to investigate the shorting of the igbts. The monitor failure induced the damage to the electrode belt. The u727, u728 and esd700 components were damaged on the pca board inside the distribution node. An investigation into the damage is currently underway. An investigation into the alleged treatment is still underway.